Event description:
It was reported that 2 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that no insulin would flow during priming.

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that 2 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that no insulin would flow during priming. The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned a total of seven pen needles. Pen needles were returned with their inner shield and a single loose teardrop label identifying them as 4mm, 32 gauge pen needles from lot 0070055. All pen needles were visually inspected prior to testing for needle clogs. Six of the seven returned pen needles have had their needles bent on the non-patient side of the hub¿s needle cannula. This damage prevents normal testing for clogs since the needle cannot properly attaching to the pen. As a result, it gives the impression that the pen needle is clogged when used. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining pen needle was tested for clogs via simulated use. It was attached to a test pen filled with saline. The pen was primed and saline was pushed through the system. The saline exited the pen needles without any issues. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that no insulin would flow during priming. Verbatim: per update in snow (B)(6) 2021. From phone call on (B)(6) 2021 13:51:54: consumer called to make aware, she purchased a new box and the pen needles are working. Stated, she went by the pharmacy and the pharmacist tested them for her. Cl. Please see related file: (B)(4). From phone call on (B)(6) 2021 14:43:33: consumer reported, no insulin flow when priming stated, she took 2 pen needles when she was out and both failed when she was trying to prime 2 units. Stated, she had to go home to use a third needle to get a successful shot. Lot: 0030715. Catalog: 320122. Samples: yes cl . Email received (B)(6) 2021 09:13:49, sent: (B)(6) 2021 5:59 pmi am writing yet again to complain about you bd nano ultra fine pen needles.big deal you sent me a coupon...but... That does not solve my problem.an example: tonight I went to dinner with my insulin pen (humalog). I cannot trust your needles to bead or to let the insulin through so I always take more thanone with me "just in case".well, tonight was more than "just in case".. Neither needle produced a bead.. Yes, I know what I am doing and have talked with your customer service department more than once. I had to get home immediately after dinner and get my injections with yet a third needle...this happens on a regular basis.my initial complaint was never answered so I had to call back.. Shame on you!!!! Big deal a coupon....that same phone call rendered the representative telling me that he was sending a fed ex box for me to send the faulty needles back to you.no box to date and big deal... That does not help me.I have wasted more time screwing the damned needles into my insulin pen only to have them not work at all.shame on you again!!!!! Obviously you are not the best...obviously I am contacting my insurance company to let them know how unhappy I am with the product that they are paying for and I am paying for.obviously you had better figure out what you are doing wrong."